Event description:
Customer states she has to activate a new pod because she was unsure if the previous pod was delivering insulin. Her bg's were as high as 435. She states that she feels well now that a new pod has been successfully activated. Bg is presently at 180. There were no further problems reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move, resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin, and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels, and could use another device or backup therapy if required.